Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery via contralateral approach using a ruby xl, a non-penumbra catheter, and a non-penumbra sheath. During the procedure, while attempting to advance the ruby xl out of the distal end of the catheter, the ruby xl would not advance out of the catheter. The physician attempted to advance the ruby xl out of the distal end of the catheter a few times without success. The physician decided to retract the ruby xl. While retracting the ruby xl, the embolization coil unintentionally detached within the catheter. The catheter containing the detached ruby xl was removed from the patient and the coil was flushed out of the catheter on the back table. The procedure was completed using additional ruby xl coils, the same angiographic catheter, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.